Event description:
While performing on-site service for the device, an authorized field service engineer (fse) noted that the capacitor was damaged. There was no reported patient involvement or adverse patient / user impact as a result of the alleged failure.